Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter (diabetes specialist nurse) for the patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable or unwilling to answer certain questions and refused to say when the alleged inaccuracy issue started. She reported that on an unknown date and time, the patient obtained an alleged inaccurately high blood glucose result of ¿300 mg/dl¿ on the subject meter compared to ¿49 mg/dl¿ on a bayer contour next meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The male patient manages his diabetes with unspecified insulin which he self-adjusts. The reporter was unable or unwilling to say whether the patient made any changes to his usual diabetes management routine after obtaining alleged inaccurate results. She reported that on an unknown date and time, the patient experienced ¿hypoglycemia¿ and had ¿fainted¿ when he was driving. She reported that the patient went to hospital but ¿didn't receive any treatment.¿ she refused to provide further details. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the comparative results. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The reporter did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and a replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.